Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using a non-tandem provided wall adapter with a tandem-provided charging cable to charge the pump. There was no adverse impact on the customer's blood glucose level. The customer continued using the pump, as well as using manual injections as needed, until the replacement pump arrived.